Event description:
Caller reported an issue with her device, noting damage to the charging port. There was no reported impact on caller's blood glucose level. Caller declined follow-up with technical support, no additional corrective actions or further information could be obtained.